Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
The report states: when the anesthetist tried to inject medication into the catheter via syringe it immediately came back out with some force and resulted in a spray hitting the anesthetist clothing but also the nurse directly in her eyes. I tried to inject saline through the catheter after the incident but found it to be completely occluded. Follow up information indicates the nurse immediately rinsed eyes at the eye station. She went to the emergency department for further care. She did not finish her shift due to blurred vision. She did come in to work the next day.

Event description:
The report states: when the anesthetist tried to inject medication into the catheter via syringe it immediately came back out with some force and resulted in a spray hitting the anesthetist clothing but also the nurse directly in her eyes. I tried to inject saline through the catheter after the incident but found it to be completely occluded. Follow up information indicates the nurse immediately rinsed eyes at the eye station. She went to the emergency department for further care. She did not finish he shift due to blurred vision. She did come in to work the next day.

Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural catheter with no relevant findings. The customer reported the catheter could not inject medication. The customer returned one snaplock assembly, one epidural catheter, and lidstock. The returned components were received connected together (reference attached files (B)(4)). The returned components were visually examined with and without magnification. Visual examination of the returned snaplock assembly revealed the snaplock assembly appears typical with no observed defects or anomalies. Visual examination of the returned catheter revealed the catheter appears used. Adhesive material can be seen on the outer extrusion and biological material can be seen within the inner coils of the catheter especially at the distal tip (reference files (B)(4)). A functional flow test was performed on the returned sample per amrq-000017 section 7.8; rev. 7. The returned epidural catheter was inserted from the proximal end into the returned snaplock assembly until it bottomed out and the snaplock assembly was closed. The components were confirmed to be secured by tugging gently. The snaplock assembly was connected to the lab leak tester (c05176) and the pressure was increased to 10 psi to establish flow. Very little flow could be established out of the distal tip of the catheter. The flow dipping out of the distal end of the catheter appeared to be reddish material. The test was repeated using the returned snaplock assembly and lab inventory epidural catheter. Flow could be established to the distal tip of the catheter, indicating that there are no flow issues with the returned snaplock assembly. An attempt was made to thread a lab inventory wire through the epidural catheter from the distal end. The wire threaded completely through the distal tip of the returned catheter. The wire was able to push the occlusion on through the catheter. A flow test was once again performed with the returned catheter and returned snaplock asse mbly. Flow was established coming from the distal tip. However, the initial flow was reddish material that was pushed through and the flow became clear indicating biological material present in the catheter was causing the occlusion. The flow rate was measured at 7.0ml/min (c05180), which is within the specification of 1ml/min. A corrective action is not required at this time as the condition of the sample received indicates unintentional user error caused or contributed to this event. The reported complaint of catheter not being able to inject medication was confirmed during functional inspection of the returned sample. The returned epidural catheter was found to be completely occluded with biological material. Microscopic examination where the catheter was blocked indicated biological material is present between the catheter's inner coils at distal tip. A device history record review was performed on the epidural catheter with no evidence to suggest a manufacturing related cause. Therefore, based upon the condition of the sample received, unintentional user error caused or contributed to this event.